Manufacturer narrative:
The reported event could be confirmed, based on available information, CT scans and medical expert opinion the device inspection was not possible as the product was not returned for investigation. The device history record could not be reviewed because the affected device was not returned, and the lot number was not communicated. A review of the labeling did not indicate any abnormalities. Upon further investigation of the CT scans by healthcare professionals the following was observed " tibial (construct): the tibial component protrudes the bone anteriorly and laterally significantly. Overall, the components seems to be positioned a little laterally. There is radiolucence visible around the component. There are also significant cysts adjacent to it. The issue has to be assessed as being patient related, but the localization of the implant is related to the operation and may have contributed to the loosening as well. Pe: the pe is not separated from the tibial tray. There is no indirect sign of loosening or breakage. Talar (construct): the talar component has large cysts and a little radiolucence. There is a potential loosening, but it cannot be confirmed with the CT scan only." Based on investigation, the root cause was attributed to a patient related issue. The failure was detected by radiolucency and presence of cyst around the tibial and talar components which contributed to potential loosening of the implant. If device is returned or any further information is provided, the investigation report will be reassessed.

Event description:
It was reported that the patient may need to undergo a revision surgery due to revise the tibia and talus due to pain.

Manufacturer narrative:
Based on the available information the device remains implanted therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided on a supplemental report. H3 other text : device remains implanted in patient.

Event description:
It was reported that the patient may need to undergo a revision surgery due to revise the tibia and talus due to pain.